Event description:
It was reported that during an angioplasty procedure via femoral vein, the pta balloon allegedly did not deflate. It was further reported that the doctor had to directly stick the femoral vein to puncture and deflate the balloon. Reportedly, the balloon was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter received for evaluation. During visual evaluation, balloon rupture, fiber disturbance and frayed fibers were noted to the balloon. The balloon was also noted to the inverted at the distal end. During functional testing, the balloon fibers were stripped and under microscopic observations, two compound ruptures were noted to the balloon. Additionally, the glue bullet was noted to be sitting within the catheter, and dried blood was noted within the port holes. Therefore, the investigation is inconclusive for the reported deflation issue as functional testing could not be performed due to the condition of the returned device. As per the reported event, the balloon was ruptured intentionally by the user facility which causes fiber disturbance and frayed fibers. The collapsed glue bullet could have been a possible cause for the reported deflation issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during angioplasty procedure via femoral vein, the pta balloon allegedly would not be able to deflate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.